Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high/undefined pacing impedances, as well as high/varying superior vena cava (svc) and high voltage coil impedances. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil, the superior vena cava defibrillation coil, and the right ventricular pacing lead were beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.